Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device batch record, retains testing of lot, functional analysis, trending analysis by lot number, and system risk analysis (sra). Retains testing was not completed as the cause of the reported issue is user error. The cassette was not returned as the cause of the reported issue is user error. Trending analysis by lot number was reviewed for the six months prior to open date and trending was not exceeded. The sra indicates the risk for exposure to toxic or corrosive material is "low." The issue has been attributed to user error as the healthcare worker (hcw) was not using proper personal protective equipment (ppe) while handling the cassette. Customer re-training was provided by the asp sales representative and advised the customer to always wear gloves when handling cassettes and loads from the sterilizer. In addition, the customer was reminded to always check they are using the proper cassette prior to insertion into the unit. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).

Manufacturer narrative:
The batch record review did not indicate a deviating quality profile for this batch. No events or deviations were reported that could relate to this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Concomitant medical products: serial sterrad® nx sterilizer, # 0033111057 asp complaint ref #: cmp-000029871 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A customer reported two healthcare workers (hcws) experienced a burn after touching a sterrad 100nx cassette which had been mistakenly inserted into a sterrad nx sterilizer. The hcws were not wearing personal protective equipment (gloves) at the time of the event and did not receive any medical attention/treatment. No steps were taken to resolve or treat the skin reaction, the symptoms disappeared the same day, and the hcws are now recovered. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report number 2084725-2021-00006 for the first hcw. This event is being reported as a malfunction report subsequent to a serious injury.